Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was then deployed in the laa. After deployment of the closure device it was discovered that there was a thrombus present on the core wire of the delivery system. While checking release criteria the physician attempted to aspirate the thrombus out of the patient. All the release criteria was met and while the physician released the device from the core wire they continued to attempt to aspirate the thrombus. The procedure was completed with the successful implant of the closure device in the laa of the patient. The patient was admitted overnight to be continually evaluated. The patient had no other consequences as a result of this event and was discharged from the hospital the next day.